Manufacturer narrative:
Concomitant medical products: 383059 lead, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was symptomatic with higher rate and that the implantable pulse generator (ipg) is not always tracking the patients intrinsic rate. It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) on stored electrograms (egm). The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.